Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant record report was possibly incorrect due a device change-out that registered incorrectly in the remote monitoring network. The healthcare professional was contacting the implant physician for confirmation and correction of the registered information. The network remains in use. There was no patient involvement.